Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. He cause was homechoice apd systems patient at-home guide describes the procedure for bypassing a low drain volume alarm. The text on pages 18-45 and 18-46 includes, "bypassing a low drain volume alarm can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation.". If any additional information is received, a follow-up will be sent.

Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 22:15:26. During night drain cycle eight, the patient's ultrafiltration reading was 778ml, indicating the home patient (hp) drained 778ml more than their maximum programmed fill volume of 1000ml. This information meets iipv criteria. No additional information is available.